Event description:
A report was received that a patient was burned by his charger. The patient reported that this was the first time he had been burned and that his skin blistered over the implant site. The physician treated the patient with burn ointment, and the patient was given a new charger.